Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed on the left common carotid artery after insertion and suturing of the arterial sheath. The artery was surgically opened, the dissection flap was tacked down, and a patch was used to close the artery. The procedure was completed successfully. The patient's clinical condition after the procedure completion was reportedly stable.